Event description:
Related manufacturer report number: 1627487-2022-06409, 1627487-2022-06410. It was reported the patient's leads had high and low impedances and their ipg was inoperable. It is unknown when the patient last had therapy. Surgical intervention was undertaken wherein the patient's leads and ipg were replaced. Effective therapy was established post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.